Event description:
Customer reported multiple occurrences of a malfunction on their pump identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. The pump was under warranty, and technical support arranged for a replacement pump. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address and instructed the customer on how to put the pump in storage mode before sending it back with a prepaid label within 10 days.